Manufacturer narrative:
The device information provided in the initial report was incorrect. The correct device information has been provided in this report.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Also corroded motor during visual inspection. Unable to perform operating current test, unexpected error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was unknown at the time of the incident. The customer stated that the pump was exposed to lake water. The customer stated that her dog jumped into the water with a strong current. The customer reported fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.